Event description:
It was reported that a person using the ilet with contact detach infusion set (23 inch, 6 mm) experienced elevated blood glucose after a morning meal and noted consuming slightly more carbohydrates than usual without administering an additional dose, with a reported glucose of 217 mg/dl trending downward at the end of the call. Symptoms included fear of hypoglycemia, with no reported symptoms of hyperglycemia. Outcomes included no alerts or alarms, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education by phone. Investigation of this case revealed no device alarms and no device malfunction identified, with cause of hyperglycemia and hypoglycemia risk unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.